Manufacturer narrative:
Investigation summary: bd received one photo for investigation related to lot 4176074, showing a device with blood leakage in the holder. Additionally, 10 retained samples from the same lot underwent functional tests, and all samples passed as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Similarly, for lot 4211150, 10 retained samples from this lot also underwent functional tests, with all samples passing without evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4176074 and 4211150, for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked from the non-patient end of the device. This occurred with five (5) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 4211150. D4. Medical device expiration date: 30-jun-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 29-jul-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder blood leaked from the non-patient end of the device. This occurred with five (5) devices. There was no report of adverse impact to patients or users.